Manufacturer narrative:
The report is filed october 19, 2015.

Event description:
Per the clinic, the patient experienced pain with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6), 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.